Event description:
Option ivc filter found to be fractured. Fractured limb still attached to filter, however, detached during removal and required foreign body retrieval from pulmonary artery. Of note, the fractured leg was in the left renal vein (distorted) and pt had 2 prior attempts at removal. Filter and fragment were removed successfully.